Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04994 for the other associated device info. It was reported to boston scientific corporation that two ultratome xl sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the cut wire of both devices broke. No portion of the wire fell into the pt. The procedure was completed with a third device from another manufacturer. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
These codes were selected by the manufacturer based on info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).